Manufacturer narrative:
(B)(4). Additional PMA/ 510(k) number: k011028, k013227

Event description:
It was reported that an implant (tsvwh10) was removed due to infection / periimplantitis at tooth location 30. Inflammation was also reported. Site was bone grafted.

Manufacturer narrative:
A impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified wear markings, foreign and bone material around the threads. A crown is attached and cannot be removed. No damage was identified. The returned device was measured with a caliper (cal3839 cal due: sep 25, 2020) around the collar and an estimated length measurement was performed because of a crown that was attached to the implant. The device verified to match DHR specifications per dwg no. Pd- tsvwh10 (rev h). Functional testing to recreate the reported event could not be performed due to the nature of the event. Pre-existing conditions noted on the per is diabetes. The reported device was located on tooth # 30 and was used for approximately 8 years 10 months. Pictures or x-ray images of the implant site were not provided. DHR review was completed for the subject lot number (61337959). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st1363) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (61337959) for similar events and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported events or device. Based on the available information, device malfunction did not occur and the reported events were non-verifiable. The following sections have been updated: g7: checked "follow-up"

Event description:
No further event information available at the time of this report.